Event description:
Angioplasty was performed at nominal balloon pressure to treat the left cervical internal carotid artery fibromuscular dysplasia related stenosis. Post angioplasty angiography revealed resolution of stenosis to less than 50%. However, the posterior communicating artery (pcom) was noted to no longer be filling. Left vertebral artery angiography runs showed that the pcom was filling in retrograde fashion through the posterior circulation. The patient was awakened post procedure and taken to recovery unit in stable condition.

Manufacturer narrative:
The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Vessel dissection and neurological deficit are known and anticipated complications to these types of procedures and are noted in the labeling. Vessel occlusion is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
Angioplasty was performed at nominal balloon pressure to treat the left cervical internal carotid artery fibromuscular dysplasia related stenosis. Post angioplasty angiography revealed resolution of stenosis to less than 50%. However, the posterior communicating artery (pcom) was noted to no longer be filling. Left vertebral artery angiography runs showed that the pcom was filling in retrograde fashion through the posterior circulation. The patient was awakened post procedure and taken to recovery unit in stable condition.